Event description:
It was reported that the battery for this device had reached end-of-life. The patient needed to have an MRI done. Technical services advised that the pulse generator could not be placed into MRI protection mode when the battery status is at end-of-life. The doctor elected to explant and replace the pulse generator that same day. This was done successfully. The device had been implanted just under six years. There were no additional adverse patient effects.